Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported reprogramming was unable to provide coverage to the patient's lumbar area. Diagnostic testing confirmed normal impedance values. Reportedly, x-rays would be the next course of action to determine lead placement. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the lead was explanted and replaced due to a contact issue ( reference MFR report#1627487-2017-03103). Effective therapy was achieved postoperatively thus resolving the issue.